Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the audiologist reported that the pt first experienced loss of sound on (B)(6) 2010, which she thought was due to a faulty cable. The cable was switched out and she was able to hear for a few minutes before losing sound again. From (B)(6), the pt experienced intermittent sound that was described as 'not as clear as normal.' She has been off the air entirely since the evening of (B)(6). The pt denies any bumps to the head or trauma to the implant site. She has not experienced any odd auditory percepts or pain. The audiologist performed troubleshooting of the speech processor to rule out an external equipment issue. Testing confirmed that the device has malfunctioned.